Event description:
It was reported that the infusion of amiodarone ended sooner than expected. Per report, this occurred three times on same patient where the clinician needed to replace the infusion with a new amiodarone bag sooner than expected: on (B)(6) 2024 at 1410, 2030, and on (B)(6) 2024 at approximately 0430. Due to the event, the patient reportedly became bradycardic and hypotensive, "but it can't be definitively linked to the over infusion of amiodarone" according to the report. It was reported that the physician (cardiologist) was notified, and no further interventions were ordered. The physician then ordered to hang another bag of amiodarone to infuse using a new pump module at 0524. Bd received additional information. It was reported that on (B)(6) 2024 at 2059, amiodarone drip was hung "per protocol (1mg/min x 6 hours then 0.5mg/min x 18 hours)." Per report, the 500ml bag should have lasted the full 24 hours. The rn did titrate it down to 0.5mg/min at 0305, "which is correct." However, the bag reportedly ran dry on 21 november 2024 at 1410. Per report, it is believed that "the nurse just hung a new bag without questioning that it shouldn¿t have run dry already." By the time night shift came on, the bag ran dry again at 2030. However, the night nurse knew that the protocol was initiated at 2059 the day prior so it would make sense that the bag would be dry around this time. The cardiologist reportedly wanted to continue running amiodarone at 0.5mg/min for another 24 hours. Therefore, the nurse obtained another 500ml bag of amiodarone and hung it. At 0421, however, the bag went dry again. The nurse knew this isn¿t normal because at 0.5ml/min, the bag would have been enough for more than the 24 hours. Checking epic (electronic medical record) under infusion verify, looking at the IV programming, everything looked the way it was supposed to, per report. It was then that the hospital staff did an independent investigation by quarantining the pump and the channel and ran saline to program as amiodarone. It was noted that it was infusing well over the 16.7ml/hr. That it was supposed to. The cardiologist was notified and wanted to continue the amiodarone drip so another bag was hung on a new pump and channel at 0524.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an over infusion (amiodarone) could not be confirmed from the log analysis. Testing performed on the suspect pump module found the device to be exhibiting unregulated flow with the third-party bezel. ¿ the external inspection in the ¿as received¿ state found the door assembly and the membrane frame assembly were third-party parts. The bezel assembly was third-party part. The bezel was manufactured by elite biomedical solutions. The third-party bezel was observed with a damaged (separated) boss. ¿ on (B)(6) 2024 between 8:58 pm and 8:59 pm the system was powered on. A pvi of 81.28 ml was recorded. A remote IV was received for a continuous infusion and started with a rate of 33.3333 ml/hr, vtbi of 470 ml, concentration of 900 mg/500 ml for a drug ID 146. ¿ between 9:41 pm and 9:47 pm the infusion was paused, and the silence key was pressed two (2) times. The infusion was restarted and a pvi of 104.68 ml was recorded. ¿ on (B)(6) 2024 at 3:05 am a continuous infusion was started with a rate of 16.6667 ml/hr, vtbi of 270.181 ml, concentration of 900 mg/500 ml. A pvi of 281.099 ml was recorded. ¿ between 4:23 am and 4:28 am the infusion was paused and then restarted. ¿ at 5:09 am the system alarmed for air in line. The alarm was silenced, and the safety clamp was opened for 6 seconds before the door was closed. The infusion was restarted at 5:11 am. A pvi of 314.418 ml was recorded. ¿ between 7:01 am and 7:23 am a continuous infusion was started with a rate of 16.6667 ml/hr, vtbi of 150 ml, concentration of 900 mg/500 ml. The infusion was paused and restarted after 13 seconds. A pvi of 350.993 ml was recorded. ¿ between 9:31 am and 9:32 am the system alarmed for air in line. The infusion was restarted, and the door was opened after 3 seconds. The door was closed 4 seconds later and the infusion restarted. A pvi of 386.8 ml was recorded. ¿ between 2:01 pm and 2:13 pm the system alarmed for air in line. The suspect pump module was left idle and a pvi if 461.641 ml was recorded. A remote IV was received and the system alarmed for operator walkaway. The safety clamp was opened for 12 seconds and then the infusion started. ¿ at 8:30 pm a remote IV was received for a continuous infusion and started with a rate of 16.6667 ml/hr, vtbi of 500 ml, concentration of 900 mg/500 ml for a drug ID 146. The vtbi was changed to 400 ml 19 seconds later. A pvi of 566.25 ml was recorded. ¿ on (B)(6) 2024 between 4:21 am and 4:25 am the pump module was left idle. The system alarmed for ¿operator walkaway¿ seven (7) times and the alarm was silenced each time. The system was channeled off. A pvi of 697.097 ml was recorded. ¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it can only reflect the inputted information it receives either manually or remotely with respect to the volume to be delivered and fluid selected. ¿ unregulated flow testing was performed on the suspect pump module. Unregulated flow was observed at the rate of 1 ml/hr. ¿ retesting of the suspect pump module after the identified damaged third-party bezel was replaced with a good dchu bezel sample for testing purposes only, resulted in the pump module delivering fluid within specification with no signs of unregulated flow being observed passing the test. ¿ the incident administration set was not returned for this investigation; therefore, testing could not be performed. ¿ the alaris system user manual v12.1.2 states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate accuracy. To prevent a potential free flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. ¿ per the alaris system user manual v12.1.2, regular inspection for damage is required before usage and that failure to perform can result in improper instrument operation. ¿ medical device safety alert (B)(6) 2022) ¿ use only bd approved parts when performing corrective maintenance or repairs. Use of third-party parts can affect the safety and efficacy of the bd alaristm and alaristm devices, leading to device failure, patient injury, or even death. ¿ the devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was disassembled for this investigation, please ensure proper assembly and re-torque all screws to specifications. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any third-party parts found. Root cause: the root cause for the reported issue of an over infusion of amiodarone is attributed to a damaged third-party bezel that was found to be producing unregulated flow during the investigation testing. Note that this report lists imdrf annex a040502, a0401, a0404, a1801, c0601, c07, c070606, d01, d15, d02, g02017, g04037, g0301201 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the infusion of amiodarone ended sooner than expected. Per report, this occurred three times on same patient where the clinician needed to replace the infusion with a new amiodarone bag sooner than expected: on (B)(6) 2024 at 1410, 2030, and on (B)(6) 2024 at approximately 0430. Due to the event, the patient reportedly became bradycardic and hypotensive, "but it can't be definitively linked to the over infusion of amiodarone" according to the report. It was reported that the physician (cardiologist) was notified, and no further interventions were ordered. The physician then ordered to hang another bag of amiodarone to infuse using a new pump module at 0524. Bd received additional information. It was reported that on (B)(6) 2024 at 2059, amiodarone drip was hung "per protocol (1mg/min x 6 hours then 0.5mg/min x 18 hours)." Per report, the 500ml bag should have lasted the full 24 hours. The rn did titrate it down to 0.5mg/min at 0305, "which is correct." However, the bag reportedly ran dry on (B)(6) 2024 at 1410. Per report, it is believed that "the nurse just hung a new bag without questioning that it shouldn¿t have run dry already." By the time night shift came on, the bag ran dry again at 2030. However, the night nurse knew that the protocol was initiated at 2059 the day prior so it would make sense that the bag would be dry around this time. The cardiologist reportedly wanted to continue running amiodarone at 0.5mg/min for another 24 hours. Therefore, the nurse obtained another 500ml bag of amiodarone and hung it. At 0421, however, the bag went dry again. The nurse knew this isn¿t normal because at 0.5ml/min, the bag would have been enough for more than the 24 hours. Checking epic (electronic medical record) under infusion verify, looking at the IV programming, everything looked the way it was supposed to, per report. It was then that the hospital staff did an independent investigation by quarantining the pump and the channel and ran saline to program as amiodarone. It was noted that it was infusing well over the 16.7ml/hr. That it was supposed to. The cardiologist was notified and wanted to continue the amiodarone drip so another bag was hung on a new pump and channel at 0524.